Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and informed them to continue using the pump, advising them to call back if the malfunction recurred. The customer acknowledged and understood the instructions.